Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was advanced to the mitral valve, and a clip was deployed. However, an iatrogenic atrial septal defect (asd) was closed with an asd closure device, indicating that the asd was larger than expected. One clip was implanted, reducing mr to 1. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). A definitive cause for the reported patient effect of atrial perforation cannot be determined. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.